Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) through a (B)(6) registry. The motor stall occurred on (B)(6) 2016 at 08:36, and the motor stall recovery occurred on (B)(6) 2016 at 09:17.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving dilaudid (6.5 mg/ml at 2.5028 mg/day), bupivacaine (30.0 mg/ml at 11.551 mg/day), compounded baclofen (1,500.0 mcg/ml at 577.6 mcg/day), and clonidine (750.0 mcg/ml at 288.78 mcg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016, pump interrogation/device data indicated a pump motor stall with recovery on (B)(6) 2016. No action was taken. No patient symptoms were reported. The event outcome was reported as "resolved without sequelae (B)(6) 2016". The event was related to the device or therapy and not related to the implant procedure.

Event description:
Additional information stated the cause of the motor stall was not known. The patient did deny magnetic resonance imaging (MRI).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.